Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) and patient's caregiver (con) via company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. According to the logs provided, it was reported that the patient had a motor stall recovery on (B)(6) 2022 at 7:28 pm. The patient's caregiver did not know any further information as the event was 2 years ago. No further information was reported.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the facility where the motor stall took place was unknown. The facility where the patient's hcp is located was provided. The patient's pump serial number was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.